Manufacturer narrative:
Results of investigation: the log file and picture reveals that the o2 concentration alarms were triggered due to a depleted o2 sensor (end of life). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The log file shows that the issue was most likely caused by the o2 sensor itself. From the picture provided, the o2 sensor was manufactured in july 2019 and would be expired in jan 2021. Therefore, the o2 sensor was depleted (eol). At this time, the suspect device has not been returned for evaluation to confirm the root cause. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 unit had an alarm 224 (mismatch between delivered and measured fio2) during use on a patient. It was reported that there was no patient harm or injury in this event.